Manufacturer narrative:
**Update** 1/11/13 - litigation papers received. In addition dislocation, it is alleged that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. There is no new additional information that would affect the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
**Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.